Manufacturer narrative:
The cause for the red or brown color on their instrument is unknown.

Manufacturer narrative:
Customer indicated after reviewing technique and cleaning instrument resolved this issue. Instrument is fully operational. This data was reviewed with siemens medical affairs with following conclusion: abnormal color of urine requires further evidence of a pathologic state. Since the results are not affected the color does not instigate further investigation. Because this additional information was not available for the initial filed MDR, the MDR 1217157-2014-00066 was filed. Had this additional information been available, this event would have been assessed as not require filing MDR as per 21 cfr 803.

Event description:
Customer reported approximately 30% of patient results are coming back as a red or brown color on their instrument. Color is reported by the instrument and all samples are normal yellow color by visual inspection. There was no report of injury due to this event.